Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracotomy. According to the rptr: the device locked on the tissue. The doctor had to cut the sulu off the tissue and then suture to correct the area. There was bleeding reported in excess of 500cc. The case was extended by more than 1 hour. There was unanticipated tissue loss reported.